Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced limb ischemia requiring intervention. The patient came to the hospital as an outpatient and was found to have a very severe left anterior descending (lad) lesion that required stenting. The physician was stenting the vessel, and a "very large" dissection was noted into the lad. The patient coded. The decision was made to place an impella cp device for mcs. A 6 french sheath was upsized to 14 french x 13 centimeter impella sheath and 6 french pigtail was placed across into the left ventricle (lv). A 0.018 guidewire was placed and the impella cp was placed. Flows of 1.8 were noted with minimal pulse pressure. Cardiopulmonary resuscitation (CPR) continued, and the patient was shocked approximately 14-16 times. The physicians attempted to repair the dissection and ultimately a stent was placed from the apex of the lad back to the left main artery. The patient became semi stable on support and started on levophed and epinephrine. The patient was also intubated prior to insertion of the impella cp device. During the CPR, the lad was wired and stented. The patient was semi stable on support. The impella sheath was removed, and the repositioning sheath was placed. Pulses were absent via doppler and a 6 french braided sheath was placed for external femorofemoral bypass. The patient was transported to the cardiovascular intensive care unit in very critical but stable condition with the plan to rest the heart and hope for heart recovery. Outlook was noted as "very grim" but there was hope for heart recovery. Two days later, the patient was extubated and breathing on his own. The patient was awake and alert to his surroundings hemodynamics improved. Support was continued and the next morning, the patient was slowing being weaned and down to p-6. Th patient was tolerating everything very well and weaning continued over the next 24 hours. The patient was successfully weaned, and the device was explanted without incident and survived.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.